Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms of peeing every hour and not making it to the bathroom. The caller changed the program to program 4 and it would not allow them to increase intensity. Syncing with the programmer showed stimulation was off. After troubleshooting the patient was noted to be feeling stimulation in the correct location. The caller reported a fall that was related to the issue 2 weeks before the report. The patient was redirected to their healthcare provider if symptoms did not resolve. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient fell backwards and the implant cut itself off; it was noted this was the cause of the stimulation being off. No further complications were reported/anticipated.